Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, dog chew marks at reservoir tube lip, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube) and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was chewed by her dog and the reservoir cannot be screwed in. The customer's blood glucose reading was 229 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.